Event description:
The following has been reported: patient with a medical order since (B)(6) to administer ketamine 100mg in 8cc of saline at 2cc per hour by continuous infusion with a conventional pump. On december 16, a new medical order was given to increase the infusion to 3 ml per hour, which was done without complications. On (B)(6), when the bag was changed (because the previous preparation was finished), the patient reported dizziness and headache, severe headache, blurred vision, and dry mouth. Following the patient's symptoms, the first intervention performed by the clinic staff was to reduce the drip by medical order; however, as the patient's symptoms did not improve, the drip was suspended. The patient was discharged home in stable condition on (B)(6) 2023. The client requested to download the data from the device to determine if the patient's symptoms were due to a programming error by the operator or a possible malfunction of the infusion pump. The reason for this request was that the patient had previously received the same infusion (same drug, same concentration, same dose) without any symptoms. Reporting as a conservative measure based on the patient's reaction during infusion, however at this time there has not been any malfunction communicated. More information is needed to complete the investigation.